Event description:
Rptr alleged obtaining a discrepant blood glucose result of 140 mg/dl back to back with a result of 80 mg/dl on the compact plus system when testing was performed with 10 mins. Rptr stated that he felt somewhat hypoglycemic and self-treated with sugar. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.